Manufacturer narrative:
(B)(6)2023: follow up report is submitted to update/correct the following: b5 - event description was updated. B7 - medical history was updated. D9 - was corrected to 'no'. G2 - was corrected. H3 - was updated. H6 - codes were updated. H7 - updated. Investigation concluded that the root cause can be attributed to several factors: the reaction appears as individual hypersensitivity reaction, exacerbated by a numbing cream with high percentage of anesthetics and aggressive treatment parameters (extra pass at 1mm depth with high energy settings). In addition, patch test was not performed contrary to IFU, which is extremely important in a patient with a known allergy history. The customer declined technical inspection of the device and was irresponsive to inmode's attempts to schedule a retraining. The clinic updated inmode that the patient is doing well, the spots had continually been fading and per latest update, only one spot is left and it is barely visible.

Event description:
Hypopigmented lesions in the submental and neck area, about 1 month post morpheus8 treatment, and erythematous areas (tip footprints) in the lateral and medial aspect of the neck. In addition to the report made by the clinic to inmode's call center, the patient herself made a voluntary report to the FDA (mw5117220) dated april 28, complaining about "swelling, pain, and itching and still had redness a month later".

Manufacturer narrative:
In addition to the report made by the clinic to our call center, the patient herself made a voluntary report to the FDA number mw5117220 dated april 28 (attached next).

Event description:
Multiple hypopigmented lesions of variable shape (rounded and linear) located in the submental and neck area following a treatment with m8 performed about a month ago. Rectangular erythematous areas (tip footprints) can also be seen in the lateral and medial aspect of the neck. Although sometimes, in cases of individual hypersensitivity, the skin reaction requires a few weeks for the texture to normalize; such early appearance of hypopigmented lesions could be considered rather anomalous and unexpected for which the recovery time could have a longer duration, currently unknown.